Event description:
A customer reported their AED's audio prompts are grabled and not clear. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.